Event description:
Vent was connected to ac power in the pt's room and was working okay. It was removed from ac power to transport pt to the recreation room with no problems. When it was reconnected to ac power, operations okay at first, then within 4 minutes the vent began alarming, the touch keys were non-responsive, motor revs up, and began delivering flow only. Pt was hand bagged until transferred to different vent. Vent was removed to the rt dept where biomed picked it up to sequester for eval. Not connected to ac power, green external ac led on.